Manufacturer narrative:
Device is expected for eval but not yet received. A follow up report will be submitted upon completion.

Event description:
The 3mm guide pin would not fit through the opening. Drill guide had a 2mm opening and would not fit the 3mm pin. The pin had to be removed. Surgery delayed over 30 minutes, however, no adverse consequences reported with the pt. This device is used for treatment.